Event description:
It was reported from a children's hospital that an IV (intravenous) syringe pump positioned at right channel b stopped working without warning. The device alarmed for a channel error while infusing the flush for the drip carrier on a critically ill patient. The syringe pump module did not provide the clinician an audible warning indicating shutdown before it then unexpectedly shut off. The drip carrier syringe was moved immediately to a new pcu and syringe pump module ("pump set up"). Although it was reported that the event caused a delay in patient care, there were no adverse effects caused to the patient.

Manufacturer narrative:
The report that the syringe module stopped working was confirmed in the logs and found to be an error code 358.2000.0 (ykb comm failure); however, testing failed to replicate the failure. The allegation that there was no audio alarm could not be confirmed. The pcu event log identified a channel malfunction 358.2000.0 (ykb comm failure). The error log records the failure on (B)(6) 2020 at 3:21 am. This malfunction is an ava (audio visual alarm) event and the audio was silenced when the malfunction was confirmed by the user. The pcu event log showed the source device was programmed to infuse heparin (drug ID 241) on 1(B)(6) 2020 at 8:53 pm. The device infused for approximately 7.75 hours when the pcu records a pump malfunction. Infusion testing failed to replicate an error code 358.2000.0 (ykb comm failure). Inspection of the source device found a cracked female iui, fluid ingress and fluid contamination found on the syringe module logic board. The device was being used for treatment. The root cause of the customer¿s report that the syringe module stopped working with no audible warning was found to be the result of an error code 358.2000.0 (ykb comm failure). The logs indicate the user confirming the malfunction which would have resulted in the audible alarm silencing. The root cause of the error code 358.2000.0 was not definitively determined; however, the error that was observed in the logs is a communication failure. Since the device communicates via the iui connectors the probable cause of the error is the result of the damaged syringe module female male iui. Fluid ingress and contamination found on the syringe module logic board may have also contributed to the malfunction. Sample inspection: the source syringe module s/n (B)(6) was received with instrument seal broken. Both male and female iuis are observed with dried fluid and corrosion. The actuator knob rotates open and returns to the close position freely. The drive arm moves up and down freely. Barrel clamp is intact and moves with no interference. The rear case is cracked at front right. A crack at the front bottom left of the rear case was observed. All parts inspected are manufactured by bd. Internal inspection found a cracked female iui. Fluid ingress was observed in and under the drive train. Fluid contamination was found on the component q9 metal oxide field effect transistor (mosfet si4435). There were no other irregularities. Female iui - date code (B)(6) 13, (B)(6) 2013 male iui - date code (B)(6) 13, (B)(6) 2013 log analysis results: the review of the pcu error log identified an error code 358.2000.0 (ykb comm failure). The error log records the failure on (B)(6) 2020 at 3:21 am. The customer reported ¿syringe pump positioned at right channel b stopped working without warning¿. The logs indicate the alleged suspect syringe module was addressed ¿channel c¿. The logs record a channel malfunction on (B)(6) 2020 at 3:21. The pcu event log recorded syringe module 13854574 (channel c) is programmed to infuse heparin (drug ID 241) on (B)(6) 2020 at 8:53 pm. The device infuses for approximately 7.75 hours when the device alarms for a channel malfunction. Test results: infusion testing failed to replicate a channel disconnection or a channel malfunction. Asm testing found the returned pcu and syringe module operating in specification test method n/a. Device history review: syringe module a review of the device history record showed the device had a manufacture date of 10apr2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source syringe module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source syringe module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested patient informations were not provided.

Event description:
It was reported from a (B)(6) hospital that an IV (intravenous) syringe pump positioned at right channel b stopped working without warning. The device alarmed for a channel error while infusing the flush for the drip carrier on a critically ill patient. The syringe pump module did not provide the clinician an audible warning indicating shutdown before it then unexpectedly shut off. The drip carrier syringe was moved immediately to a new pcu and syringe pump module ("pump set up"). Although it was reported that the event caused a delay in patient care, there were no adverse effects caused to the patient.